Manufacturer narrative:
Prime alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm. No damage was found on connector on interface board noted. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm and unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.